Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, premature battery depletion was observed. The device remains implanted. Further review was planned.